Event description:
Per adverse event report, this pt was admitted to the hosp for symptomatic persistent pericardial effusion. This lead was replaced with another linox s 65, setrox s 53, MDR 1028232-2009-01628.